Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. The customer's blood glucose value was 112 mg/dl. Customer reported they were able to clear the alarm. Customer reported insulin pump did not require rewind. Customer was not able to complete rewind. The device will not be returned for analysis.